Event description:
It was reported by repair work order that the cot would not lock into the fastener due to the upper pin mount bracket being damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.